Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of ventricular tachycardia correctly diagnosed by the device and the device provided some high voltage therapy which were inadequate. The patient also experienced some syncope during the vt episodes. The vt episodes were spontaneously resolved and the device was reprogrammed. The patient was in stable condition throughout the event.